Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer's parent declined to troubleshoot for high blood glucose levels and advised they were on vacation.